Event description:
The customer received questionable thyroid results for one patient sample from a cobas 8000 analyzer after a thyroidectomy. The sample was retested on abbott architect and siemens analyzers. Refer to the attachment to the medwatch for all patient data. (B)(4). Information concerning which result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided.

Manufacturer narrative:
As the sample was not available for further investigation, a specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not suspected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received that the results were reported to the internal hospital department. There was no adverse effect to the patient as the results were not trusted.